Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for free thyroxine (ft4) and thyrotropin (tsh) on an e170 analyzer. Based on the high ft4 results, the customer suspected that the patient sample contained an interferent. The erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Please refer to the medwatch with (B)(6) for information related to ft4. The sample initially resulted as 52.66 pmol/l for ft4 and 4.58 mu/l for tsh on the e170 analyzer. The sample was repeated on the e170 analyzer on (B)(6) 2016, resulting as 54.35 pmol/l accompanied by a data flag for ft4. The sample was repeated again on the e170 analyzer on (B)(6) 2016, resulting as 35.57 pmol/l accompanied by a data flag for ft4. Frozen aliquots of the sample were sent to two other laboratories. One aliquot was tested at a second laboratory on a siemens analyzer, resulting as 11.9 pmol/l for ft4 and 6.40 mu/l for tsh. The second aliquot was tested at a third laboratory on an abbott analyzer, resulting as 11.5 pmol/l for ft4 and 5.908 mu/l for tsh. The second aliquot was repeated again on the abbott analyzer at the third site, resulting as 11.5 pmol/l for ft4. The patient was not adversely affected. (B)(4).